Event description:
Access to femoral artery was gained after several passes, but good return of blood flow was obtained. The wire was advanced through the catheter. Very minimal resistance was felt by myself to wire advancement and fluoroscope revealed the wire to be clearly endoluminal within the iliac artery. It could be noted however, that there was a distinct bend in the wire about 10-20cm from tip. It was noted that in cannulating the subclavian artery that the wire prolapsed back upon its self.